Event description:
It was reported by the distributor that a taxol infusion had nearly completed when the patient noted the tubing disconnected below the drip chamber. The patient's spouse reconnected it and got med on hands. Nurse then checked it and when jiggled, it separated completely. About 10-15 ml were estimated spilled. Patient's spouse and nurse washed it off per facility's exposure policy and did not require any medical intervention. Though requested, no additional information was available.